Manufacturer narrative:
Product ID: 355018, lot# w59955, implanted: (B)(6) 2011, product type: accessory. Product ID: 041829, lot# n272716, implanted: (B)(6) 2011, product type: accessory. Product ID: 3889-28, lot# v623317, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v623317, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was originally reported on (B)(4) 2011 that the patient never had therapeutic effect. About three months later, it was reported that the patient still had concerns regarding the device or therapy but had sought further assistance. An appointment was scheduled for (B)(6) 2012. About a year and three months later, it was reported that the patient had had ¿bad experiences¿ so far. The patient¿s first device was removed and replaced because it was ¿not working right.¿ the patient stated that the ¿stimulation wires¿ were also ¿readjusted and so forth.¿ this occurred in (B)(6) 2011.